Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse calibrated the tornado on universal surgical manipulator (usm4) to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse made electrical/mechanical adjustments to correct the problem.

Event description:
It was reported that prior to the start of a da vinci-assisted pleural decortication surgical procedure, the clinical sales representative (csr) contacted the technical support engineer regarding the universal surgical manipulator (usm4) floats as if the grab and go feature is activated when they drive the da vinci system under the patient side cart drive power. There were no errors or system message present. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the drive feature to dock the robot was engaged, the robot cart 'arm' released and became free floating as if the grab n go feature had been activated.